Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating battery failure. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The rse (remote service engineer) confirmed by contacted customer. The system did not pass the test because the battery had reached the end of its life. Rse recommended customer order the replacement (B)(4) dfm100 defibrillator device battery. Based on the information available and results of additional analysis, no further action is necessary at this time. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.